Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came into the clinic for an elective cardioversion for a-fib. Interrogation revealed back-up vvi (bvvi) with no defib support. The memory map could not be retrieved. The device was explanted, but misplaced in the field and will not be returned.